Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and / or corrected data. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening curved on the anterior, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic was performed which identified: one opening striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening on the anterior assessed as surgical damage consistent in the use of some surgical tool. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.